Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the echo-19 device of lot number c1968783 was not returned for evaluation. This file is related to pr (B)(4). Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1968783 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1968783. Instructions for use and / label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is evidence to suggest that the customer did not follow the instructions for use as the user utilised the device for drainage which would be considered off label use as per ifu0101 "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. There is also evidence to suggest that the customer did not follow instructions for use in relation to the use of the stylet, as the customer did not partially remove the stylet from the device prior to puncture. " as per IFU, "the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture¿, therefore the user did not follow the steps in instructions for use in ifu0101. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could be attributed to off-label use as the user utilised the device for drainage which would be considered off label use as per ifu0101,"this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." The off-label use of the device was coupled with a failure to retract the stylet upon advancement into the target location, which is deemed to be user error as the IFU states that, ¿the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture". This failure to retract the stylet might have triggered the use of additional pressure for the puncture, thereby resulting in the handle breaking. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the part of the handle connecting to the scope accessory channel was broken. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that, a definitive root cause for the customer complaint could be attributed to off-label use as the user utilised the device for drainage which would be considered off label use as per ifu0101,"this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." The off-label use of the device was coupled with a failure to retract the stylet upon advancement into the target location, which is deemed to be user error as the IFU states that, ¿the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture". This failure to retract the stylet might have triggered the use of additional pressure for the puncture, thereby resulting in the handle breaking. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 29-feb-2024.

Manufacturer narrative:
PMA/510(k) #: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor selected echo-19 for eus guided drainage and aspiration of pancreatic cysts. The doctor punctured a cyst in the pancreas in the stomach body.posterial. At that moment, the part of the handle connecting to the scope accessory channel was broken. They used a new echo-19. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Handle connecting part was broken. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). 3. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 4. Please describe the size of the intended target site. 2cm. 5. If not with the device in question, how was the procedure performed and/or finished? The new echo-19 was used. 6. Was the device used in a tortuous position? No. 7. Are images of the device or procedure available? No. 8. Was the device damaged in packaging before removal? No. 9. Was the device damaged on removal from packaging? No. 10. Was force required to remove the device? No. 11. For complaints occurring during use (once in contact with endoscope). Also ask: 12. What is the endoscope manufacturer and model number that was used? Gf-uct260 (olympus). 13. Was the scope recently serviced / repaired? No. 14. Was resistance felt while inserting the device through the scope? No. 15. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? The first aspiration. 16. Was the syringe used during the procedure, after the stylet was removed? Yes. 17. Was difficulty experienced while retracting the needle? No. 18. Was it possible to fully retract before removing the needle from the patient? Yes 19. Was gaining access to the target site difficult? No. 20. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 21. Was puncture of the target site difficult? No . 22. Was the stylet partially removed when advancing into the target site? No . 23. How many samples were obtained with this needle? Once. 24. Did any section of the device detach inside the patient? No. 25. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope no. 26. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 27. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. 28. If the device is a procore, is the kink located distally at the notch / core trap? No.